Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019 ,product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported during a normal elective replacement indicator (eri) pump replacement the physician could not get the pump segments suture less connector to detach from the pump without separating. The pump segment was replaced (B)(6) 2019. No environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified a failure of laboratory dispense testing above specification. Analysis of the catheter identified difficulty with the sutureless connector which led to explant. Evaluation conclusion codes apply to the pump and catheter. Result codes apply to the pump and catheter. If information is provided in the future, a supplemental report will be issued.